Event description:
It was reported that a pump alarmed for a system error 345 while delivering medication to a pt (medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A system error 345 was reproduced and found to be caused by a failed upstream sensor. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive pump cam revolutions.